Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the right ventricular lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving three inappropriate shocks. A device interrogation revealed noise, impedance changes, loss of capture, and failure to sense; likely caused by right ventricular lead dislodgement. The patient was admitted to the hospital where dislodgement was confirmed via x-ray. Pacing and tachycardia therapy were disable via programming. The patient was in stable condition.